Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02545.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02545. It was reported the patient¿s leads had migrated. Reportedly, the patient did not experience any trauma, but the patient felt a pop and had constant pain afterwards. As a result, the leads were replaced.